Event description:
It has initially been reported that the oscillating saw attach did not function properly during surgery. A surgery delay of 20 minutes has been reported. No pt harm or injury has been reported. After device eval, it has been confirmed that two pins were broken.

Manufacturer narrative:
Oscillating saw attach serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that two pins were broken. The device was not repairable, it has been replaced and not returned to the customer.